Event description:
Customer reported false negative results for themselves and two other family members when using the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 3. See related cases for alternate false negative results. Individual received a false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual tested positive with an unspecified covid-19 antigen test and sars-cov-2 rt-pcr test on an unknown date. Individual had symptoms and a fever.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.